Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of low blood glucose level. The customer states their blood glucose was 34 mg/dl. The customer drank milk for their low blood glucose level. The customer also reported a lost sensor alarm, but it was resolved during troubleshoot. Nothing is being returned or replaced at this time.